Event description:
Pt was seen in the interventional radiology lab to have an indwelling port removed. As the port was being explanted, it was noticed that a piece of the device was broken. That broken piece was retrieved and there was no injury or adverse outcome to the pt.